Event description:
It was reported that in the ICU after placing the product in the patient's subclavian, the physician attempted to remove the swg. It was at that time extreme difficulty was met, resulting in the fraying of the swg. The physician was able to retrieve the swg in its entirety despite difficulty. It is unknown if a second attempt was performed or if this issue caused a delay; however, there was no reported death or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).